Manufacturer narrative:
This report is submitted on february 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). The affected site was cleaned and treated daily, however, the issue did not resolve. The implanted device remains.